Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited inappropriate recording pvc episodes due to noise. The lead was capped and replaced.

Manufacturer narrative:
.